Manufacturer narrative:
The pump remains in use supporting the patient and was not available for evaluation. A correlation between the device and the suspected thrombus and reported hemolysis could not be conclusively determined. Furthermore, low flow hazard alarms were confirmed per the evaluation of the submitted log files. Thrombus and hemolysis are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device- 97 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient¿s log file was submitted for review. During the analysis of the log, it was confirmed low speed operation was observed. Based on the log file analysis by the manufacturer tech services representative, the spike in power with a reduction in speed may have been caused by a foreign matter passing through the pump. The remainder of the log file appears normal and does not show any indication of a driveline issue. The patient remains hospitalized for observation and recovery. No additional information provided.